Manufacturer narrative:
(B)(4) d4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown 3d cage unknown monster screws x4. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 7 weeks post implantation of a cage implant, the patient presented with drainage, erythema, and excessive swelling, and was diagnosed with a superficial infection. Patient was treated with a topical cream and noted to have resolved 4 months later. Attempts have been made and all available information has been provided.